Event description:
It was reported that on (B)(6) 2026, a 14f amplatzer amulet delivery sheath was chosen for a left atrial appendage (laa) closure procedure. During procedure, there was an issue during the insertion of the delivery sheath 14f over the guide wire 0.035" due to the anatomy of the femoral vein (tortuosity). The physician did retrieve the delivery sheath which was damaged at the tip (dilator). A new 14f amplatzer amulet delivery sheath was introduced with caution through the vein. The procedure went on with no other issue with a device well implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 14f amplatzer amulet delivery sheath was chosen for a left atrial appendage (laa) closure procedure. During procedure, there was an issue during the insertion of the delivery sheath 14f over the guide wire 0.035" due to the anatomy of the femoral vein (tortuosity). The delivery system was introduced over the wire. The physician did retrieve the delivery sheath which was damaged at the tip (dilator). A new 14f amplatzer amulet delivery sheath was introduced with caution through the vein. The procedure went on with no other issue with a device well implanted. The patient remained stable during the procedure and there was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
An event of difficult to insert into patient a split dilator tip during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. An image was provided by the field and the split dilator tip was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on available information, a cause for the reported difficult to insert is likely related to a combination of tortuous patient anatomy and split dilator sheath, however this cannot be determined. The split dilator tip appears to be related to a potential product quality issue; therefore, exception issue 130010 was initiated to further investigate this complaint. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing with contributing causes of pebax material absorbing moisture and without sufficient drying steps prior to extrusion/shaping via heat, where the moisture could off gas and cause material voids, leading to structural weaknesses, leading to the potential for tearing during use when sufficient force is applied.